Manufacturer narrative:
(B)(6). Method: the subject device, rd900azu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) service centre in china where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information and video provided by the healthcare facility and our knowledge of the product. The service centre also reported that the device was repaired and returned to the customer. Results: a review of the service findings and provided video confirmed that the manometer needle was not reading zero when not in use. Additionally, valve tubing was found to be detached. Conclusion: we are unable to determine the cause of the reported event. As part of our manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A distributor in china on behalf of a healthcare facility has reported that the manometer of an rd900azu neopuff infant resuscitator was not reading zero when not in use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china on behalf of a healthcare facility has reported that the manometer of an rd900azu neopuff infant resuscitator was not reading zero when not in use. There was no reported patient involvement.